Manufacturer narrative:
Analysis of historical records orthofix srl checked the internal records related to the controls made on the device code 54-11230 lot 28132985 before the market release. No anomalies have been found. The original lot, manufactured in 2019, was comprised of (B)(4) units. All of them have already been distributed to the market. According to orthofix srl historical records, no other notifications have been received in regards to this specific device lot. Technical evaluation the returned device, received on february 17, 2021, was examined by orthofix srl quality engineering department. The visual check evidenced that the screw is broken and bent. Furthermore, the screw is visibly deformed along the threaded portion with flexion points that suggest overload, both torsional and flexional. The dimensional and raw material check confirmed that the device was originally conforming to design specifications. It was not possible to perform the functional check as the device was broken. Medical evaluation the information made available on the event together with the results of the technical evaluation were sent to our medical evaluator. Please find below an extract of the medical evaluations performed. In this case a 65 year old male patient was having a procedure to unload a distal tibia with a truelok frame. We know nothing about the pathology. A 4 mm diameter stainless steel half pin was inserted into the mid shaft of the tibia and attached to a 180 mm ring. When a second 4 mm half pin was inserted it bent and broke as it reached the second cortex. At this point the surgeon decided to abandon the procedure and removed the half pins and frame. The representative has not informed us what the surgeon was intending to do. There is a wound that is being treated under a sterile wrap. We do not know if there is a fracture or some other pathology distal to the pin insertion. The frame was removed completely and the patient is being treated for the wound; we do not know if this originated from surgery or trauma or both. A 4 mm pin was being inserted into the mid shaft of an adult male tibia without pre-drilling, almost certainly with a power driver. The torsional load on the pin would be too great. A 4 mm pin cannot normally be inserted into this type of location without pre-drilling. I am sure that this half pin broke because of excessive torque above the design criteria of the screw. I assume that the surgeon was intending to apply a frame to unload the distal tibia in this patient, and decided not to proceed when the second screw broke. This patient should come to no harm as a result of the retained screw fragment. Using the 4.0 mm screw as reference, I reckon that the bone is 31.5 mm wide at the point of insertion. Final comments the results of the technical evaluation evidenced that the device was originally conforming to design specifications. According to the information provided on the case and as a result of the investigation performed, orthofix srl can conclude that the screw was subjected to torsional and flexional overload during insertion which caused it to break. The breakage could be related to the inadequate screw size selected. Orthofix srl would like to remind the importance of following the instructions for use (ref. To pqtlk), where detailed information are reported regarding screw selection and the correct insertion technique. It was not possible to finalize the medical investigation as some information was not provided, i.e. The pathology treated, origin of the wound (surgery or trauma or both), other pathologies distal to the pin insertion, patient current health condition. Based on the results of the technical evaluation performed on the returned device, that evidenced its conformity to orthofix srl specifications, orthofix srl can conclude that the problem occurred is not device related. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6) hospital. Surgeon name: dr (B)(6), dpm. Date of initial surgery:(B)(6) 2020. Body part to which device was applied: distal/mid shaft tibia. Surgery description: n/a. Patient information: 65 year-old, male. Problem observed during: clinical use on patient/intraoperative. Type of problem: device functional problem. Event description: wound debrivement surgery, the half pin was placed in the tibia and secured to 180 ring. 2nd 4mm half pin was secured and when hit second cortez, bent and broke. Part of the tip was left in patient. The complaint report form also indicates: the device failure had no adverse effects on patient. The initial surgery was not completed with the device: doctor decided not to proceed, the other pin was taken out and frame not applied. The event did not lead to a delay in the duration of the surgical time. Copy of x-ray images is available . Patient current health conditions: n/a. Further information received from the local distributor on december 28, 2020: batch number of the device involved: n/a. Patient's weight and height: n/a. Did the patient already have a truelok implant when the surgeon proceeded with the wound debrievement? No, wound debridement was first then frame as an unloader. Surgeons plan is wound vac and wrap it up. Will not place frame at later date. A new surgery is not planned. Manufacturer reference number: (B)(4). Distributor reference number: (B)(4).

Manufacturer narrative:
Analysis of historical records the broken screw involved in this event has not been returned yet to orthofix srl. Unfortunately, the lot number has not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation the broken screw involved in this event has not been returned to orthofix srl yet. The technical analysis will be performed as soon as the device is made available. Medical evaluation the information available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the event investigation become available. As soon as the results of the investigation are available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates. Hospital name. (B)(6). Hospital surgeon name. Dr (B)(6), dpm date of initial surgery:(B)(6) 2020. Body part to which device was applied: distal mid shaft tibia surgery description. N/a patient information. (B)(6), male problem observed during: clinical use on patient intraoperative type of problem. Device functional problem event description: wound debrivement surgery, the half pin was placed in the tibia and secured to 180 ring. 2nd 4mm half pin was secured and when hit second cortez, bent and broke. Part of the tip was left in patient. The complaint report form also indicates. The device failure had no adverse effects on patient the initial surgery was not completed with the device. Doctor decided not to proceed, the other pin was taken out and frame not applied the event did not lead to a delay in the duration of the surgical time copy of x ray images is available patient current health conditions. N/a further information received from the local distributor on (B)(6), 2020. Batch number of the device involved. N/a patient's weight and height. N/a did the patient already have a truelok implant when the surgeon proceeded with the wound debrievement no, wound debridement was first then frame as an unloader. Surgeons plan is wound vac and wrap it up. Will not place frame at later date. A new surgery is not planned manufacturer reference number: (B)(4).distributor reference number: (B)(4).